Event description:
It was reported that stenosis of the implanted stent occurred. The patient was enrolled in the eminent clinical study. On (B)(6) 2018, the index procedure was performed. The target lesion was located in the right mid and distal superficial femoral artery (sfa). The proximal popliteal artery was also involved. The lesion had a total length of 6cm and 5mm reference vessel diameter proximally and distally. The lesion was 100% occluded and was crossed through the true lumen. Pre-dilation was performed with a balloon and then a 6x100 eluvia stent was implanted. Another balloon was used to perform post-dilation and the residual stenosis was 0%. On (B)(6) 2019 stenosis was discovered in the superior quarter of thigh of the superficial femoral artery. The patient has an almost occluded lesion in the distal part of the superficial femoral artery which will be treated with another percutaneous transluminal angioplasty on (B)(6) 2019.

Event description:
It was reported that stenosis of the implanted stent occurred. The patient was enrolled in the eminent clinical study. On (b)(6, 2018, the index procedure was performed. The target lesion was located in the right mid and distal superficial femoral artery (sfa). The proximal popliteal artery was also involved. The lesion had a total length of 6cm and 5mm reference vessel diameter proximally and distally. The lesion was 100% occluded and was crossed through the true lumen. Pre-dilation was performed with a balloon and then a 6x100 eluvia stent was implanted. Another balloon was used to perform post-dilation and the residual stenosis was 0%. On (B)(6) 2019 stenosis was discovered in the superior quarter of thigh of the superficial femoral artery. The patient has an almost occluded lesion in the distal part of the superficial femoral artery which will be treated with another percutaneous transluminal angioplasty on (B)(6), 2019. It was further reported that on (B)(6), 2019 re-intervention for angioplasty with stent implantation took place. The event is currently assessed as ongoing.

Manufacturer narrative:
Initial reporter phone: (B)(6).

Manufacturer narrative:
Initial reporter phone: (B)(6).

Event description:
It was reported that stenosis of the implanted stent occurred. The patient was enrolled in the eminent clinical study. On (B)(6) 2018, the index procedure was performed. The target lesion was located in the right mid and distal superficial femoral artery (sfa). The proximal popliteal artery was also involved. The lesion had a total length of 6cm and 5mm reference vessel diameter proximally and distally. The lesion was 100% occluded and was crossed through the true lumen. Pre-dilation was performed with a balloon and then a 6x100 eluvia stent was implanted. Another balloon was used to perform post-dilation and the residual stenosis was 0%. On (B)(6) 2019 stenosis was discovered in the superior quarter of thigh of the superficial femoral artery. The patient has an almost occluded lesion in the distal part of the superficial femoral artery which will be treated with another percutaneous transluminal angioplasty on (B)(6) 2019. It was further reported that on (B)(6) 2019 re-intervention for angioplasty with stent implantation took place. The event is currently assessed as ongoing. It was further reported that the event was assessed as resolved as of (B)(6) 2019.